Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non -reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. It was reported that the signia power handle battery had an error. The reported issue was confirmed. The most likely cause was related to component failure. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The investigation also detected the condition of cell over voltage (cov) failure. Visual inspection noted the cell over voltage (cov) failure bit had been tripped due to the cell being over 4300 mv for 2 seconds. This failure will result in the handle being unresponsive. The most likely cause for cov was not established and was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The investigation also detected the condition of battery management system (vimr). The vimr bit is a component of the battery management system. The battery management system has the ability to permanently disable the battery if specified conditions are met, preventing the handle from charging. Voltage imbalance at rest only occurs when the current draw on the battery is low enough to be considered at rest. The reason why this occurred cannot be reliably determined. As a result, the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. The evaluation detected an unreported condition of the rear handle housing damage that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue can occur due to rough handling, such as the handle being dropped. No enhancements or improvements were generated for the observed condition. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigsbchgr - sig power sigsbchgr one -bay charger, serial # (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the power handle was connected to the battery charger, and an error message was displayed during charging, which showed a handle with an exclamation mark above it and a battery with a line going through it. It was confirmed that the problem has not improved after removing the handle from the battery charger several times and attaching it again. There was no patient involvement. Pli: 10 medtronic's initial evaluation of the incident device found that one of the battery cells was found to be vented.